Event description:
The reporter stated that at the moment of the insertion it was found break in the connection with the ventilator. No injury. Used a new product. (The pt was re-intubated).

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.